Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, rising impedance, varying impedance, and decreasing thresholds. It was determined that the patient's clinical status and heart failure are improving and with that intrathoracic impedance is increasing as patient gets drier. The alert limit for the lead impedance was increased and the lead remains in use. No patient complications have been reported as a result of this event.